Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had a "fog free error" message displayed on the monitor. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g2. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: outer tube (thermistor) broken, error 104, outer tube of the insertion section damaged, water tightness lost, dielectric strength inadequate, and r-unit (charged coupled device) broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error 104 occurred due to the broken outer tube (thermistor); the water tightness was lost due to the damaged outer tube of the insertion section; and dielectric strength was inadequate due to the damaged outer tube and broken r-unit (charged coupled device). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.